Event description:
Customer called to report a pod cannula that did not insert. She said she didn't feel anything, but because pdm read that it was delivering basal, she waited a bit before taking it off. She had high b3 levels and then took it off and noticed that it never inserted. No further issues were reported. At the time of the report, the user stated that it would be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device involved in the reported incident has not yet been received by the manufacturer by the date of this report. If the device is received, the evaluation will be completed and the report will be updated as appropriate in a follow-up submission. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.